Manufacturer narrative:
H7 correction: recall/notification z-0497-2013 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 4000 mcg/ml of compounded baclofen at 1279.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient missed a refill and when the logs were checked to see when the pump went empty (the empty reservoir alarm occurred (B)(6) 2020) the hcp noticed a couple of motor stalls and recoveries had occurred. The patient had not had any magnetic resonance imaging exposure and both stalls lasted just a few minutes each on the same day. Considerations were reviewed. The hcp planned to discuss potential replacement or other options with the managing hcp. No symptoms were reported. The event date was provided as (B)(6) 2020.